Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident is unknown. The patient confirmed that they were using the recommended +aaa (B)(4) alkaline battery, and that the battery out limit alarm is a repeat occurrence. The customer received a replacement battery cap but it was reported that the battery out limit issues persisted. The insulin pump is in warranty and will be returned for analysis and a replacement device was shipped to the customer.